Event description:
It was reported that st segment elevation occurred. It was reported that versacross connect laac access solution selected for a left atrial appendage closure procedure. The transseptal puncture was successfully completed and then the physician inserted the was. The physician positioned the was in the laa of the patient. While preparing an angiogram injection prior to inserting the wds, the patient became hypotensive and was experiencing st segment elevation. The anesthesia physician treated the patient to support the blood pressure and the patients' vitals were monitored. Transesophageal echocardiogram (tee) imaging showed no pericardial effusion or any other complications. Within a few minutes, the patients' EKG returned to normal and the procedure was continued. The physician successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred as a result of this event. The patient made a full recovery and has been discharged from the hospital. It was not indicated that the patient was hospitalized beyond standard of care. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that st segment elevation occurred. It was reported that versacross connect laac access solution selected for a left atrial appendage closure procedure. The transseptal puncture was successfully completed and then the physician inserted the was. The physician positioned the was in the laa of the patient. While preparing an angiogram injection prior to inserting the wds, the patient became hypotensive and was experiencing st segment elevation. The anesthesia physician treated the patient to support the blood pressure and the patients' vitals were monitored. Transesophageal echocardiogram (tee) imaging showed no pericardial effusion or any other complications. Within a few minutes, the patients' EKG returned to normal and the procedure was continued. The physician successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred as a result of this event. The patient made a full recovery and has been discharged from the hospital. It was not indicated that the patient was hospitalized beyond standard of care. Product return is not expected. It was further reported that the versacross device was not in the patient at the time of complication, no malfunction was noted with versacross devices. No issues during transseptal access were reported. No air in the patient was observed. Also, in the physician opinion, access solutions (transseptal products) did not contributed to the patient complication. There was no irrigation used for this procedure.